Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: the urgent presentation, rupture, an infection in the aorta, type iiib endoleak in the main body, and secondary endovascular procedure. There was unsubstantial evidence to support the reported event of sac growth due to the lack of comparative images. The event is most likely anatomy- and unintentional user-related; contributing factors for the rupture and sac growth was most likely the pre-existing aorta and mesenteric infection, and for the type iiib endoleak of the bifurcated device was most likely the extra manipulation during the surgery to remove the portion of the jejunum. The procedure-related harms for this event could not be determined. The final patient status was reported in poor condition due to infection and in hospice care. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. H6 result code - remove 3233. H6 conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately three (3) months post initial procedure, the patient had surgery to remove the portion of the jejunum that was adhered to the distal aneurysm sac which eroded into the graft. A year later, the patient presented emergently with abdominal pain, a possible rupture, and an infection (active ecoli bactoremia). Cta (computed topography angiography) revealed aneurysm sac growth (unknown diameter) and a possible type iiib endoleak. The physician elected to treat the patient by implanting an additional bifurcated afx2 device on (B)(6) 2019. The aneurysm was successfully excluded but the patient continues to be in poor condition due to the infection.